Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the consumers needles would not prime properly they just leaked out the housing. Material no: 320122, batch no: 8205947. The following information was provided by the initial reporter: verbatim: "received voicemail from consumer regarding issue with pen needles. Consumer called back (B)(6) 2019 pen needle complaint item 320122, lot # 8205947, exp 2023-08-31 needles would not prime properly. Just leaked out the housing. Reviewed with his pharmacist."